Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) recommended continued monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a single shock impedance measurement of zero. Shock impedance trending shows all other measurements are within an acceptable range. No adverse patient effects were reported.